Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed a 'system error, out of service, revert to manual CPR' error message was confirmed based on the archive data review and during functional testing. The root cause of the reported complaint was the defective drivetrain motor, likely due to a defective component. During visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover needs to be replaced to address the damage. In addition, noticed the front enclosure was observed cracked at the front end area. This observation is unrelated to the reported complaint and appeared to be the characteristics of mishandling such as a drop. The front enclosure needs to be replaced to address the observed issue. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the reported complaint. A review of the archive data showed a system error user advisory (ua) 139 (unable to hold compression position) error message, thus confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"), which caused the ua 139 error. The brake gap could not be adjusted and continued to open out of specification. The drivetrain motor assembly needs to be replaced to remedy the ua 139 error. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6). H4, device manufacturer date correction.

Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a (B)(6) male patient ((B)(6) lbs) in cardiac arrest. The cardiac arrest was not witnessed. Per the reporter, the patient had a history of diabetes and hypertension. The patient was in cardiac arrest for an unknown time. The manual CPR was performed by the bystander for approximately 3-5 minutes. When the emergency crew arrived, the patient was found with no signs of trauma. The manual CPR was performed by the crew for 2 minutes while the platform was prepared for use. The platform stopped after performing for an unknown period and displayed a "system error, out of service, revert to manual CPR" error message. The crew immediately revert to manual CPR for 27 minutes during the transport to the hospital. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced by ER physician in the emergency department. No information about the cause of death was provided. Per the reporter, the patient's death was not related to the autopulse platform.